Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5089542 that a (B)(6) hispanic female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 375cc breast implants and experienced migraines, panic attacks, and a ruptured ovarian cyst. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 420cc (l), catalog number 3503420, serial number (B)(4) and (B)(4), catalog number 3503380, serial number (B)(4) on (B)(6) 2015. This report is for the left side.